Event description:
The user received questionable results for hba1c on the integra 400 plus analyzer. Two patient samples were involved in the event. One patient sample gave discrepant results. The initial hba1c result gave 9.2 %. This result was reported outside the laboratory. The sample was repeated on (B)(6) 2010 giving 7.9%. On (B)(6) 2010, the user repeated the sample giving a result of 7.1%. A corrected report was issued with a hba1c result of 7.1%. No adverse event has been alleged regarding this discrepancy. The hba1c reagent lot number was 62769101. Although the field service representative was unable to determine a cause and could not reproduce the issue, he found the wash syringe was damaged. He replace the entire pipetting module and ran performance tests which passed successfully.